Event description:
The attending physician inserted a peripheral arterial line for an exchange transfusion. The catheter was inserted and then a 5-inch microbore extension set was attached. The attending inserted the male tip into the catheter hub and attempted to luer lock the catheter and extension set. The luer lock would not completely lock and the infant lost 2ml of blood. A new line had to be reinserted. According to the attending, this is not the first time this has occurred.